Manufacturer narrative:
Concomitant products: product ID 8709, lot# l75130, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
Patient reported their pump started alarming on (B)(6) 2012. The patient heard a single toned alarm every hour for seven days. Telemetry had not been performed. Starting on (B)(6) 2012 the patient started hearing a critical alarm. The patient experienced 'a lot of pain' and difficulty walking. The patient indicated that that she had not been getting any pain relief. The patient was seeking a physician to fill their pump. The pump was delivering lidocaine and two unknown medications. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient was still having difficulty finding a health care professional to fill her pump as the date of this report and the pump had been empty since (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump hadn't had medication since (B)(6) 2012. The pump beeped every hour. The reporter described the alarm has a critical alarm. At the time of the report, the patient was still having difficulty finding a physician to fill her pump. The device system was used to deliver dilaudid, liocaine, and an unknown drug. It was later reported that the critical alarm was due to an empty reservoir, however it was not stated that telemetry confirmed this. The alarm could be heard "across the room" because the patient lost 51 pounds and the pump stuck out a lot. When the patient leaned on the counter, the patient could feel the pump. It was unclear if this caused the patient pain.